Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a physician had contacted boston scientific's technical services (ts) on (B)(6) 2017. A review of stored data from this patient's latitude system was requested as the patient was experiencing lightheadedness and chest pain. Ts noted that there were no events to display. An atrial intrinsic amplitude out-of-range was detected but no undersensing was observed. The rv pacing lead appears to have been turned off. The bradycardia mode is currently programmed to aair associated with a lower rate limit of 50 ppm. The right atrial pacing percentage was recorded at 91 %. Three days later, boston scientific received information that this field clinical specialist contacted boston scientific's technical services. The field clinical specialist confirmed that this patient's device was programmed at aair mode at 50 ppm as the right ventricular (rv)lead had been explanted due to tricuspid regurgitation. A printout was sent to ts for review which showed atrial pacing with no conduction and then subsequent heart rate in the 30 bpm. Ts commented that the rv lead would not sense inappropriately due to there having been an rv lead plugged in previously. Ts mentioned that there could be intermittent heart block. Boston scientific received information from the fcr that the physician did not have any allegations against the device or right atrial lead. The sensitivity on the right atrial was adjusted and the issue was resolved.